Manufacturer narrative:
In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the embolization and subsequent placement of the valve in the descending aorta, per the physician, was an extra heartbeat that occurred during rapid pacing.

Event description:
Additional information was received. The physician believes the cause of the embolization was an extra heartbeat during rapid pacing of the heart. The extra beat pushed the valve into the aorta.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the embolization and subsequent placement of the valve in the descending aorta is unknown; however, may be due to procedural factors as described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a 26mm sapien 3 case by tf approach in the aortic position, the fine alignment had a little friction, but was deemed as ok, while crossing the aortic arch and placing the valve in the aortic annulus. Valve deployment was performed slow and controlled, however, the valve suddenly moved aortic. The valve was positioned in the aorta. A second 26mm sapien 3 valve was taken and successfully implanted. The patient was doing ok.